Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. It was stated that the leg was shortened by 3/8 of an inch.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for all of the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address pain. It was stated that the leg was shortened by 3/8 of an inch. Doi: (B)(6) 2008; dor: (B)(6) 2013 (unk hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address poly wear and disassociation of the cup and liner. Patient was experiencing clicking and grinding and felt a pop. All three of the anti-rotational tabs were broken off and not recovered. Doi: 2007; dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product/lot combination. Review of the device history records and/or a complaint database search was not possible for the acetabular cup as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. One x-ray image was provided. It appears to confirm the disassociation but does not identify root cause. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 5/9/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and swelling. There is no new additional information that would affect the outcome of the investigation.